Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unk. It was reported that the physician deployed the bifurcated stent graft in one continuous motion and the stent graft was pulled down approximately 12 mm below the level of the renal arteries. A 28 mm x 3.75 cm aortic cuff was implanted proximally to ensure long-term fixation. No clinical sequelae were reported, and the pt is reported to be fine.